Event description:
A consumer implanted for non-malignant pain reported the pain at the back of their head suddenly returned in (B)(6), which the device was implanted to treat, and the return of pain was triggering her migraines. It was noted prior to the onset of these symptoms the consumer's migraine medication always worked for their migraine and stimulation always worked for pain. It was noted the consumer understood she may have two unrelated issues happening at the same time. There were no traumas or falls reported related to this issue, it wasn't related to positional movement, and there was no recent medical testing or emi exposure. It was noted the consumer quit smoking in (B)(6) of 2015. It was noted the consumer tried increasing stimulation gradually over time which would work for a while but then they had to increase stimulation more and more over time. The consumer later reported the steps taken to resolve the return of head back was increasing the stimulation level, but it didn't give the consumer good control in the neck area which lead to head pain; the pain in the head had been resolved, but not the pain in the neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.